Event description:
A leak was discovered near the "y" of the ballard and plastic appeared cracked. While trying to change the device, it broke off into the endo tube. No patient harm. Piece retrieved.